Manufacturer narrative:
Correction to investigation finding: the reported complaint that the thermogard xp ivtm system displayed a tcmid:05 (coolant diff failure) error message was confirmed in the system's event log, but it was not replicated during functional testing. The thermogard system passed functional testing, and the tcmid:05 was not reproduced. Nevertheless, the contacts of the lm34 temperature sensor on the pic16 board and I/o board were cleaned to address the reported tcmid:05 error.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was investigated at the customer site. The reported complaint that the thermogard xp ivtm system displayed a tcmid:05 (coolant diff failure) error message was confirmed in the system's event log and during functional testing. The investigation determined that the root cause of the reported complaint was poor contact between the lm34 temperature sensor on the pic16 board and the I/o board. Reviewing the console's event log revealed a tcmid:05 (coolant diff failure) error message around the reported event date, confirming the complaint. The thermogard system failed initial functional testing because the console displayed a tcmid:05 error message, confirming the complaint. Cleaning the contacts of the lm34 temperature sensor on the pic16 board and I/o board resolved the reported tcmid:05 error. Following service, the thermogard console passed all tests without issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message. No further information was provided. The patient's status information was requested, but the customer did not provide a response.